Event description:
Complainant alleged that the medics were attempting to monitor a male pt (age unknown) in atrial fibrillation. The pt had an implanted defibrillator in his chest, which had cardioverted him just prior to the medic's arrival. The medics attempted to monitor the pt using the ECG leads, bu they received a "leads off" message on the screen. The medics then changed the leads with several known good ECG leads, but received the same message. The medics shut the device off and on several times, and the device then successfully monitored the pt. There was no adverse effect on the pt.